Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and was failing to capture due to high capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.